Event description:
Per user facility medwatch (no medwatch number provided) it was reported that during an unknown procedure the clip applier did not work properly. The clips loosened after application. There was no patient consequence.